Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure on (B)(6), 2010 according to the complainant, "the patient was leaking" and a seal could not be maintained. At this time, the procedure was aborted. Clinical follow up information confirmed that leaking was observed at the cervix, no burns were sustained and the patient had a patulous cervix which could not be dilated. There were no patient complications with this event and the patient's condition is reported to be "fine".

Manufacturer narrative:
The complainant was unable to provide the lot number, therefore, expiration and manufacturing dates cannot be determined. The complainant has indicated that the product has been disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.